Manufacturer narrative:
Additional information: upon follow up it was reported the patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with ciproxin and then with vancomycin (doses, routes, frequencies and duration not reported. Pd therapy was ongoing. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional/correction: upon follow up it was reported, the titanium adapter continued to be used; therefore, the device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This complaint is opened against the titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter which resulted in leak and subsequently peritonitis. This occurred during use of the devices for automated peritoneal dialysis (apd) therapy. The disconnection was further described as ¿the end of the transfer set that was connected to the titanium adapter appeared more loose than usual¿. One day after the disconnection, the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. It was not reported if the patient was treated for the event of peritonitis. The patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.